Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned for analysis; however, the customer provided three photos of the sample. The photos show that the tip is separated. It appears that the marker band is on the separated piece. Per the product graphic, the end of the marker band is approximately 0.17 inches from the end of the distal tip. No conclusions could be drawn from the photos about the cause of the separation. A review of the device history records (DHR) for the sheath did not reveal any manufacturing related issues. The complaint could not be confirmed. No sample was returned for analysis. The customer provided photos showing the tip of the sheath had separated. No conclusions could be drawn from the photos regarding the cause of the separation. A DHR was performed and it did not reveal any manufacturing related issues. The probable cause of the sheath tip separating could not be determined based upon the information provided and without the actual sample. No further action will be taken.

Event description:
The customer reports inserting a balloon catheter into the sheath when the tip of the sheath that has the radiopaque ring on it separated and was loose in the vessel. Intervention - the customer had to use multiple balloon catheters and a much longer procedure to find and retrieve the disconnected piece. There was no patient injury or consequence. The patient's condition is reported as "fine". Therapy was reported to be delayed/interrupted.

Manufacturer narrative:
(B)(4). The investigation results are incomplete at the time of this report.

Event description:
The customer reports inserting a balloon catheter into the sheath when the tip of the sheath that has the radiopaque ring on it separated and was loose in the vessel. Intervention - the customer had to use multiple balloon catheters and a much longer procedure to find and retrieve the disconnected piece. There was no patient injury or consequence. The patient's condition is reported as "fine". Therapy was reported to be delayed/interrupted.